Event description:
The olympus representative reported a pinhole was found on the evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was a foreign object inside the nozzle. This report is to capture the reportable malfunction of the unknown material inside the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that allegation was confirmed. During the evaluation of the device, it was noted that the watertightness was not maintained due to holes in the bending section, the bending angle was insufficient due to elongation of the angle wire, and the play of the angle knob was out of its normal state due to the elongation of the angle wire. The curved part and flexible part replacement insertion part angle wire was worn and frayed; the adhesive part of the objective lens had come off; the up/down knob was uneven; the universal code was collapsed; the forceps plug cap had been scraped off; the operation unit cover was floating; the switch box was worn and frayed; the electrical connector guide pins were not watertight; and wrinkles were found in the insertion tube. Discoloration was noted on the operation part and insertion tube. The scope connector, air and water supply cylinders, elector connectors, and connectors were found to be corroded. Scratches were found on the scope connector, grip, right/left knob, operation unit cover, suction cylinder, switch box, operation part, right/left angle fixing knob, scope connector side of the universal cord, operation part side, universal cord, up/down angle fixing lever and knob, tip cover, and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.